Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the saw head was not locking properly and the trigger was sticking. Therefore, the reported condition was confirmed. It was further determined that the device failed step 50 at pretest which was check the saw head, trigger was sticking, saw head was not aligned properly when locked and with base - angle not straight, and loctite broken down between saw head and centering sleeve. The assignable root cause was determined to be due to components and loctite® (adhesive) worn from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device had trouble locking in place and the trigger was sticking. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.